Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunctions: the outer tube is damaged and therefore the leakage current is inadequate and the video cable is broken and therefore stripes in image occur. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited leakage current was inadequate, broken video cable, and stripes in the image. There was no patient involvement.